Event description:
Healthcare professional reports one incident of blood leak. Incident occurred during treatment and was verified with leak alarm and positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables. No pt injury or medical intervention reported.